Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces and corroded battery tube. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratches on display window, missing end cap sticker and stripped battery cap coin slot.

Event description:
It was reported by the customer that the buttons on her insulin pump were unresponsive. Customer was in the hospital due to a diabetes related amputation performed eight weeks earlier. Customer stated none of the buttons are responding and does not recall any significant events that lead to the issue. Patient's blood glucose level was 182 mg/dl at time of reporting. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.